Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Item has not been returned to the manufacturer. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Device is expected to be returned. Upon item return and completion of evaluation, a follow-up report will be sent to the FDA.

Event description:
It was reported that patient underwent knee surgery to replace the poly bearing and screw on (B)(6) 2012. Revision procedure was performed on (B)(4) 2013, due to the screw loosening. No further information has been received.